Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative the device worked flawlessly for years. During a routine check, it was discovered that the serial number can no longer be retrieved. Further evaluation also reveals that the individual programming has been deleted and the stimulator has been reset to the factory settings. After resumption of the function and renewed programming, faultless function with good battery reserve capacity. The cause of this malfunction is unclear, but since the last checkup, a hip tep has been implanted. It was noted that the healthcare provider had to use monopolar due to intense bleeding. Due to this circumstances the patient experienced a loss of efficiency of the stimulation. The physician checked the programming of the neurostimulator and set the correct program settings.